Event description:
During evaluation of a returned spectrum iq infusion pump, the device was found to have low audio. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and a detached speak was observed. Functional testing was performed, and the reported issue was reproduced. During evaluation, the device had low audio. The cause was identified to be the loose speaker. The rear case will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.